Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000424, serial/lot #: (B)(6)) the panel was returned to the manufacturer for evaluation. After visual/physical examination, the reported issue was confirmed. The results of the analysis concluded that the panel was physically damaged as it was missing a standoff and had a broken dongle screw. Codes: b01, c07, d02. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000424, serial/lot #: -, ubd: unknown, UDI#:unknown; product ID: bi71000273, serial/lot #: -, ubd: unknown, UDI#:unknown h3 h6) a manufacturer representative went to the site to test the bi70002000 imaging system. It was reported that the system underwent a comprehensive evaluation, including hardware, software, instruments, mechanical inspection, and imaging modalities. Upon arrival, the second pendant dongle was found to be detached and could not be reattached. The representative replaced the rear cabinet panel to resolve the issue. After performing the system checkout, the system was released for regular intended use and was confirmed to be performing as intended. Codes b01, c07, and d02 apply. H6) a05 for the threads on the panel were found to be stripped, and a110201 for system was stuck in e-stop. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information about an imaging system issue identified outside of a procedure. It was reported that the system was stuck in emergency shutdown (e-stop). Troubleshooting revealed that when the umbilical cable was disconnected, the dongle was also disconnected. When trying to reconnect, the threads on the panel were found to be stripped, causing the dongle to disconnect easily. There was no patient involvement reported.